Event description:
On (B)(6) 2011, patient reported that she experienced insulin leakage and bleeding at the infusion site on (B)(6) 2011 while using the infusion set. Patient changed the infusion set, and this resolved the concern. Patient believes the insulin leakage was due to the product and not due to an infusion site concern. The alleged infusion set is not available to return for evaluation. Patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.